Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration and malposition.

Event description:
Healthcare professional reported via nbir "device migration/ implant malposition". This record is for the right side. Device was explanted and replaced; it is unknown if will returned.